Event description:
It was reported that prior to the attempted implant of a 29 millimeter (mm) transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification which was standard for the implanting physician. The deployment of the 29 mm valve was attempted 3 times; however, the valve wouldn't "hold" in the annulus. Subsequently, the 29 mm valve was withdrawn from the patient, and a 34 mm transcatheter valve was implanted. Per the physician, the patient being in between two valve sizes was a contributing factor. Following the implant of the 34 mm valve, the valve remained implanted but inactivated due to an unknown reason.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b.5 and h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve dislodged while attached to the delivery catheter system (dcs) on three different attempts. The 34 mm valve was not inactivated, however remains active.